Manufacturer narrative:
No additional information was received. One (1) used sample was returned for evaluation, in used conditions with its original open packaging. It was visually inspected at 12 in to 16 in and normal conditions of illumination. No discrepancies were found. Functional testing: the cuff of the returned sample was inflated using a syringe and the product was immersed in the water in order to detect any leakage. No discrepancies were found in the returned sample, the sample was inflated. No root cause has to be determined since the complaint was not confirmed as no issues were found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that, during a pre-use check, the customer noticed the cuff did not inflate. No patient injury was reported.